Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 17:46:04. During night drain cycle two, the patient's ultrafiltration reading was 149ml, indicating the home patient drained 149ml more than their maximum programmed fill volume of 100ml. No additional information is available.